Manufacturer narrative:
Results: quality engineering was unable to complete their investigation at the time of this report. Results and conclusions will be forwarded on the medical device supplemental report. Evaluation summary: quality assurance analysis revealed that the unit was returned with blood visible in the guide wire lumen and there was contrast visible in the inflation lumen and in the balloon. The balloon had loose folds. The used inflation device was not returned. Using a new indeflator with a 1:1 mixture of renografin 60% and water, an attempt was made to measure the deflation times. The unit was pressurized to 14atm and negative pressure was applied. The deflation times were over 40 seconds and this was out of product specification. The balloon did not deflate. The unit was pressurized again to 14 atm and negative pressure was applied again. This time, the outer and the inner member were pulled slightly at the proximal seal. The unit did deflate under 15 seconds and the balloon did deflate flat. The proximal maker band did not appear to be blocking the inflation lumen. The outer diameter of the proximal seal was .03616" and this was within product specification. The inner member was removed to reveal that there were two bumps on the inner member where the proximal seal would be. Using a profile block, measured the lumen with the pump and the measurement was out of product specification. No other damage to the device was noted. Quality engineering was unable to complete their investigation at the time of this report. Results and conclusions will be forwarded on the medical device supplemental report.

Event description:
It was reported that the voyager dilatation catheter was inflated at the lesion in the obtuse marginal one time. Upon deflation, the balloon was noted to be slow to deflate. In fact, the balloon had to be removed from the pt while it was pertially inflated. No pt effects were reported.